Event description:
It was reported to boston scientific corporation that an overstitch ess sx was used during an esg procedure on (B)(6) 2025. During the procedure, after the physician placed 6 sutures, the straps broke. As a result, the endcap detached from the device. The procedure was completed with another device of the same model. There was no patient complications reported as a result of this event.

Manufacturer narrative:
H6: device code a0501 is being used to capture the reportable event of cap detachment of device or device component.

Manufacturer narrative:
Block h6: device code a0501 is being used to capture the reportable event of cap detachment of device or device component. Device evaluation: block h11. The returned overstitch ess sx was analyzed. A visual inspection was performed. The device was returned with the anchor exchange. During the visual inspection, it was found that one of the two traps was detached, which leads to the reported cap detachment. During the media inspection, it can be observed one of the two straps of the end cap is detached and the other one is broken. Therefore, there is enough evidence to confirm the reported events of strap break and cap detachment of device or device component. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is no evidence the device was improperly used per the instructions for use (IFU), and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Based on all gathered information, the probable cause selected is adverse event related to procedure, since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that an overstitch ess sx was used during an esg procedure on (B)(6) 2025. During the procedure, after the physician placed 6 sutures, the straps broke. As a result, the endcap detached from the device. The procedure was completed with another device of the same model. There was no patient complications reported as a result of this event.